Manufacturer narrative:
A product development evaluation was performed for the subject device (part number 311.44, t-handle with quick coupling, lot number 4127216). It was reported that the subject device bent during surgery during removal of a distal screw. The subject device was evaluated and the complaint condition was confirmed. The t-handle was returned with a bent shaft. The complaint condition is consistent with rough handling and the use of excessive force over the life of the instrument (10-15 years), although the root cause of the condition could not be conclusively determined. The relevant drawing for the subject device was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. No issues were found during manufacture that would contribute to the complaint condition. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) screwdrivers and one (1) t-handle broke during surgery. The surgeon was turning a distal screw during the removal of an unknown plate for pain, when the screwdrivers broke. The procedure continued on with an extra screwdriver from the back table. It was also reported that the unknown plate broke in half and half of the plate remained in the patient. The remaining half of the plate will reportedly be removed at a later date during a total knee replacement. The procedure was completed with a 10 minute surgical delay. The complaint is for (2) screwdrivers, (1) t-handle, (1) unknown plate and (1) unknown screw. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted / explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ the lot number provided could not be verified; therefore, further investigation cannot be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.